Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 29mm 7300tfx mitral valve was explanted after an implant duration of 1 year, 5 months due to unknown reasons. The explanted valve was replaced with a 29mm 11400m mitris resilia mitral valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections :b7, g3, g6, h2 , h6( type of investigation). Corrected sections : b5, h6 ( component code, clinical code, device code, investigation findings, investigation conclusion). Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability a diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The most likely cause is patient factors, including the amount of calcification around the mitral valve causing the pvl. The subject device is not available for evaluation .the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and medical records that a patient with a 29mm 7300tfx mitral valve was explanted after an implant duration of 1 year, 5 months due to severe pvl insufficiency. Patient presented with fluid overload in heart failure with anemia. The explanted valve was replaced with a 29mm 11400m mitral valve. Patient was stable, transferred to ICU and was discharged on pod#9. Per medical records, intraoperatively, pvl was noted originating from 2 different spots around the valve. Due to the amount of calcification noted around the mitral valve (mac), the surgeon decided to remove the mitral valve and replace the stitches. A 29mm 11400m valve was sized and sutured into place in the mitral position. The patient tolerated the procedure and was transferred to cvicu in stable condition. This is a 73-year-old male patient. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.